Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional neurological procedure. Reportedly, when the proglide plunger was removed, there was no blue suture at the end of the plunger. The proglide device was removed from the patient anatomy and one foot was missing on the proglide device. Manual compression was applied to achieve hemostasis. There was no clinically significant delay in the procedure or therapy. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot detachment and needle to cuff miss/ suture retrieval issue were confirmed. In this case, it is possible the device was deployed at an angle greater than 45 degrees and/or device position was not stabilized which led to the needle trajectory becoming deflected and preventing the posterior needle tip from engaging with the posterior cuff, resulting in a posterior cuff miss. The deflected posterior needle likely struck the foot plate breaking the foot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.